Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer's father also reported that they receive a button error alarm. The customer's blood glucose was 400 mg/dl at the time of the incident. The customer's blood glucose was 327 mg/dl at the time of call. The customer stated that they treated her high blood glucose with manual injections. The customer's father also reported that they experienced vomiting. The customer's father stated that they were wearing the insulin pump during the hospitalization. The time of the hospitalization was 7pm and the date of the hospitalization was (B)(6) 2015. The insulin pump will not be returned for analysis.